Event description:
Reported due to transient attack (tia). The physician used the xact carotid stent, site not provided. After the procedure, the patient could not squeeze the squeeky toy and was believed to have suffered a transient ischemic attack (tia) after post dilation, "the patient regained one hundred percent (100%) neuro function before the patient was off the table.